Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant.  Further information was requested, but not yet available. The patient condition was not reported.

Event description:
New information indicates that the pacemaker was explanted and replaced on (B)(6) 2025.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. Device was at elective replacement indicator (eri) level upon receipt. Visual inspection of the header did not find any anomaly related to the field concern. Additional inspection observed cautery marks on the can consistent with false end of service alert triggered during the explant event. Electrical and mechanical analysis performed indicated normal functionality. Additionally, battery assessment performed at various pulse amplitude measured normal current level and no indication of premature depletion was found. Longevity assessment was performed, and the device exceeded projected longevity indicating normal battery depletion.